Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high o2 concentration. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on technician statement, the o2 cell was replaced. The issue has been resolved and the device was delivered to the user in working condition. As no goods were returned for investigation, the root cause could not be determined.